Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/23/205. While troubleshooting a leak, the fse found that the electrodes of the white blood cell (wbc) and red blood cell (rbc) baths were corroded. The fse replaced the wbc and rbc baths, which repaired the wbc vote outs and the plt background failures. The fse also found the probe and the probe wipe were defective. The fse replaced the probe wipe assembly. The repairs were verified by established procedures. (B)(6).

Event description:
The customer reported the coulter act diff 2 analyzer was generating white blood cell (wbc) vote outs and failing platelet (plt) backgrounds on controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.